Manufacturer narrative:
Returned device was received in poor physical condition. The tank cover was cracked and leaking. There was wear and tear to the damaged enclosure, front cover, line cord, and block assembly. During the evaluation of the device, the device was out of calibration and the issue was able to be confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer failed is over temperature test during preventive maintenance. There was no patient present there were no reported adverse events.